Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the home patient at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240, which occurred on the homechoice during therapy. The home patient (hp) stated a supply bag fell and disconnected. Proper procedures per the user manual were reviewed with the caller. The sample was discarded. Product surveillance contacted the peritoneal dialysis (pd) nurse who was unaware of this incident. The pd nurse stated the hp has not called in with any problems. No patient injury or medical intervention was reported. No additional information available.